Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer delivered a bolus to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 200-311 mg/dl.